Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00279: driver, 3025141-2019-00281: screw 1, 3025141-2019-00282: screw 2, 3025141-2019-00283: screw 3, 3025141-2019-00284: screw 4, 3025141-2019-00285: screw 5.

Event description:
While implanting an aculoc 2 vdr plate, the surgeon was inserting a screw when the driver tip broke in the head of the screw. The driver tip could not be removed and was left implanted.